Event description:
The hospital alleges that a heat lamp, #53153, was used to reduce the "likelihood of hypothermia" during pre-op preparation of the child. During the intubation process, the child was unclothed and the subject lamp was placed at a distance of 4 to 5 feet from the table. After the pre-op preparation, the child was draped and surgery performed. After the surgery, the drapes were removed as it was discovered that the child had 1st, 2nd and 3rd degree burns from the inguinal area to nipple on right side of chest and right inner upper arm. During the intubation process, and immediately after, neither the anesthesiologist or any other personnel present, noticed any reddening, burns or any excessive heat from the fixture. No.53153 lamps are equipped with 250 watt bulbs with red stain to reduce glare and are available with either a timer or dimmer control. They were not ordered or designed for the purpose of maintaining infant temperature. According to rn, bsn, mba director of quality resources the subject lamp was equipped with a 250 watt, clear (not red) bulb. The hospital changed the bulb from the one supplied to one which they decided better fit the purpose intended. Add'l, instructions provided with the lamp, specifically state that the lamp is not recommended for maintaining infant body temperature (#7 under technique of application) and that when a pt is asleep, in a coma, delirious or paralyzed, or for any reason not normally sensitive to heat, the lamp must be adjusted so that the treatment area will not become too hot or a burn may result. The same precautions must be taken for children too young to express their reactions (#4 technique of application). Number 3 under the same heading, advises to adjust the lamp to produce a comfortable sensation of heat.